Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for evaluation?: yes. D.10. Returned to manufacturer on: (B)(6)2020. H.6. Investigation: eleven open 32g x 4mm pen needle samples were returned from lot. No. 0043797, cat. No. 320562. Visual examination was carried out on the returned samples and broken non patient end of cannula was observed on four samples and a bent non patient end of cannula was observed on the remaining seven samples. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. As all samples returned were open it is not possible to confirm this defect to be manufacturing related.

Event description:
It was reported that the pen ndl 32g 4mm hp 100 box fr was difficult to detach from the pen during use. The following information was provided by the initial reporter, translated from french to english: "the patient told us that the needles don't come out."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the pen ndl 32 g 4 mm hp 100 box fr was difficult to detach from the pen during use. The following information was provided by the initial reporter, translated from french to english: "the patient told us that the needles don't come out."